Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient was in cardiac arrest and the console generated an autofill failure alarm. The customer confirmed that the helium connections were secure, the safety disk was screwed in tightly, and the iab fill port luer lock connection was secure. The helium tank was not empty and was open, but the pump would not autofill. The physician decided to remove the iab and replace it with a new one. The second iab was inserted successfully, but the console generated an autofill failure alarm once again. All connections were again confirmed secure. The helium tank was not empty and was open, but the pump still would not autofill. The customer was instructed to attempt a manual fill with 40cc air using a 50cc syringe and 3-way stopcock. The customer performed the manual fill without any issues and no resistance was reported. However, after the successful manual fill, the pump again generated an autofill failure alarm. The physician decided to have the patient transported to a different facility with the second iab still inserted, not connected to a pump. This report is for the first iab. A separate report will be submitted for the second iab.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID (B)(4).

Manufacturer narrative:
The product was returned with the membrane loosely folded with traces of blood on the exterior of the catheter. The extender tubing was also returned. No physical damage noted; no kinks. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump to complete a full autofill cycle. The iab fully inflated, no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. However, kinks can cause difficulty filling the iab. We were unable to duplicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).